Event description:
It has been reported to co that during an ep procedure that the electrode did not transmit a signal to the pacemaker. The 2mm pin plug was extened with an adapter and the issue was resolved when the adapter was exchanged. There was no report on pt injury and the device is being returned for the co's analysis.